Event description:
The patient underwent a laminectomy at l3-l4 and a plif at l4-l5 in 2009. She initially did well, but began having symptoms of cord compression and paralysis two days later. An MRI was preformed, which showed spinal stenosis and an epidural hematoma in the cervical region. The patient had a surgical cervical corpectomy to release pressure the same day. The next day, the patient was still having symptoms, so the surgeon went back into the lumbar surgical site and found a large infection. The infection was cleaned out, and no issue was found while the hardware or implants. Cultures grew out propionibacterium acne. The patient has recovered from the infection, but has continuing paralysis.

Manufacturer narrative:
The following devices were implanted in the patient in 2009: lot #m110801aac. Lot# nv66. Lot# w08k0314. Lot# unk. Lot# unk. Lot# unk. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the device history records for these devices did not reveal any non-conformances to specification or deviations in procedure, which might contribute to the reported event. Neither the devices nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive causes of the reported event.